Event description:
Reporter is a patient who had gotten severe eye infection after 2 months of using solution and got treated by antibiotics. She had extreme pain in both eyes and vision disturbance. She was aware of recent recall on this product. She said, she went to the doctor. They could not find out the cause of infection, so they put her on daily wear contact, which cost her a lot of money, which wasn't covered by her insurance.